Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.

Event description:
It was reported that the balloon was slow to deflate during a transcatheter aortic valve implantation (tavi) procedure. There was no pt injury reported.